Event description:
The pt was implanted with a left ventricular assist device. The hospital reported a low flow alarm. The low flow hazard event was confirmed in the log file. It appeared to be associated with a loss of power. Once power returned, the pump began to operate normally. No further alarms were reported. The alarms have not re-occurred since (B)(6) 2014 per the customer.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.